Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized with a blood glucose reading of 57 mg/dl. The customer's mother declined to perform troubleshooting on the insulin pump. Nothing further was reported.